Event description:
According to the initial reporter: a patient received a zilver vena venous stent as part of the us vivo ide trial sometime in 2016l. I [district manager] believe the stent was placed in the right common iliac vein and was appropriately placed cranially 0.5-1.0 cm into the ivc. The stent was 140mm (14cm) long and extended down into the right external iliac vein. The doctor does not recall the stent diameter (14mm or 16mm), and therefore cannot report the g#. At the 3-year follow-up in the fall of 2019, the stent had not moved. According to the doctor, the patient recently took themselves off of their prescribed anticoagulation. They developed a dvt and presented at the hospital last week sometime. The doctor recently saw the patient again and observed the stent had migrated approximately 3-4cm cranially into the ivc. The stent did not appear to be thrombosed in spite of the patient¿s femoral vein dvt. The patient had a previously placed option ivc filter that had not been removed. The doctor reported that the patient was very active and lifts weights regularly including squat exercises. He suggested that the movement may have been caused by vigorous weightlifting causing a rapid increase in central venous pressure and corresponding iliocaval dilation. It is not definite that the stent migrated, however. An expert physician was consulted on the matter and stated the following: ¿I¿m skeptical about whether the stent actually moved after almost 7 years. Stents become fully incorporated into the vein usually within weeks or months. I suspect that the issue may not be a migration but image parallax instead.¿